Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: we are experiencing a large number of low wbc counts in our laboratory. In our search to discover why this is occurring we have ruled out instrumentation. We are now concerned about our existing lot number of edta tubes. Spoke with the customer. She stated that the doctors are seeing an "uncommon" amount of low wbcs on patients. The sysmex xm2000 was checked out yesterday and did not have any problems. No other cbc parameter is erroneous.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. Retention samples were visually inspected, with no issues being identified. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. Further testing of retention samples was performed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: we are experiencing a large number of low wbc counts in our laboratory. In our search to discover why this is occurring we have ruled out instrumentation. We are now concerned about our existing lot number of edta tubes. Spoke with the customer. She stated that the doctors are seeing an "uncommon" amount of low wbcs on patients. The sysmex xm2000 was checked out yesterday and did not have any problems. No other cbc parameter is erroneous.